Event description:
It was reported that "battery depletes faster and taking longer time to charge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.